Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode, which permanently limits device function. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.